Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The customer¿s complaint of an ¿intermittent image¿ was confirmed due to worn out video connector pins. In addition, a non-olympus lamp a/ lamp b error was observed and the lamp required replacement. The cause of the worn video connector pins cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. In addition, investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that during an unspecified procedure, unit¿s image would intermittently display and the image color would wash out. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable causes for the reported event is as follows: intermittent lamp function: the legal manufacturer assumed that the cause of the phenomenon was the communication error with the endoscope due to the wear of the pin, and the image was output intermittently. Cause of wear of the video connector pin: the manufacturer reported that wear on the pins was probable caused by 10 years since its manufacturing, and due to the residue such as chemicals after washing, the corrosion of the electric contacts progressed. As a result of confirming the device history review (DHR), it was confirmed that there was no abnormality in manufacturing, special adoption, and unevenness.